Event description:
It was reported that the right atrial (ra) lead exhibited high impedance resulting from a possible fracture. The ra lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. The analyst noted the atrial lead pacing impedance was steady at approximately 625 ohms, then the impedance began to vary with values greater than 3000 ohms. Alerts for out of range subthreshold lead impedance were triggered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)